Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test however, insulin pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected replace battery now alarms noted. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was going through batteries faster than usual. Customer's blood glucose as unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.